Event description:
There was a misidentification of the primary and private physician of this case that resulted in pt info and data being sent to the wrong physician, and a delay in it being distributed to the correct care team. Not only is this a hipaa violation, but it delays care upon transition from hospital. The ehr renders it difficult, if not impossible to, correct the error that populates many fields.